Event description:
In 2004, gore excluder aaa endoprostheses were implanted in this pt. In 2007, this pt underwent a successful reintervention to treat aneurysm enlargement. A gore excluder aaa endoprosthesis aortic extender component was used to extend the proximal end of the initial trunk ipsilateral leg component, and two iliac extender components were used to reline the distal ends of the original trunk ipsilateral leg component and contralateral leg component.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt: pxa230300; pxl161407; pxc161407; pxc141200.